Manufacturer narrative:
Investigation completed. Evaluation codes added. (B)(4).

Event description:
Allegedly, patient was revised due to metal on metal complications. Additional information: left hip.